Manufacturer narrative:
The device will not be returned for evaluation; however, photographic inspection of a device photo exhibited insulation failure. A potential cause for the observed failure could be bending stress combined with excessively high temperatures. A review of the manufacturing documents verified the device was produced per current and approved procedures and material specifications. Non-conformances regarding the product's identity, quality, safety, effectiveness or performance were not identified at the time of manufacture. A review of this lot number, 2,700 pieces manufactured, showed no other complaint for this lot product and event description. A two-year review of complaint history revealed one other similar complaint for this product family and failure mode. In that same timeframe, (B)(4) units of this product family have been sold worldwide, making the rate of occurrence of this failure (B)(4) percent. The instructions for use advises the user that these devices should never be used when: - there is visible evidence of damage to the exterior of the device such as cuts, punctures, nicks, abrasions, unusual lumps, or significant discoloration. - in the presence of flammable gases, flammable prep solutions or drapes, oxidizing gases such as nitrous oxide, or in oxygen-enriched environments. - where conventional monopolar electrosurgery is inappropriate or unsafe, such as for small appendages, in circumcision or finger surgery. The user is also advised of the following: - use lowest possible power setting on the associated electrosurgical unit capable of achieving desired surgical effect. Activation time should be as short as possible. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The user facility reported that during a procedure, the 130187 suction/coagulation insulation coating split. No surgical delays or patient injury were reported. To date, no additional information regarding patient status or procedure has been made available. This incident is being raised on the basis of a reported malfunction with potential for injury with recurrence.